Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the surgery, a disposable sterile urinary foley catheter was indwelled for the patient. On the second day, during patient care, it was found that the catheter was leaking and dislodged, so the catheter was replaced and re-indwelled for the patient.